Event description:
Home pt (hp) reports incomplete prime with pt line of homechoice sets. Hp reports baxter tech was able to assist the pt in repriming line and completing treatment with each occurrence. No pt injury or medical intervention required per hp.